Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to radiating pain, numbness, limping, fluid around joint, swelling and high ion levels.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This failure mode is addressed in the versys beaded stems fmea document, revision 8, section 38. This report is number 2 of 3 mdrs filed for the same event. (Reference 0002648920-2016-00868, 0002648920-2016-00869. Concomitant medical products: 00620205022, shell porous with cluster holes 50 mm. 00630505032, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells. 00801803214, femoral head non-skirted 12/14 taper. Not returned.

Event description:
Patient's right hip was revised approximately 11 years post-implantation due to radiating pain, numbness, limping, fluid around joint, swelling and high ion levels.